Manufacturer narrative:
The product has been investigated in the laboratory of the manufacturer with the following results: during testing the product for tightness a fluid leakage at the tube connection of the blood inlet connector was detected. The event report of complaint # (B)(4) was not describing this issue. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k101153.

Event description:
Investigation results out of complaint (B)(4) (8010762-2015-00267) the product has been investigated in the laboratory of the manufacturer with the following results: during testing the product for tightness a fluid leakage at the tube connection of the blood inlet connector of the oxygenator was detected. (B)(4).